Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: (B)(4)- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer on 1/14/2019 in a follow-up call to ensure the customer's condition since the initial call and that the replacement products resolved the initial concern; customer's condition had improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. No additional blood tests were performed using the truemetrix meter. Replacement product resolved customer's initial concern.

Event description:
Consumer reported complaint for hi and high blood glucose test results. The customer is concerned with tests results from results obtained of hi, 368, 452, 418, 515, 401, 352, 501 and 584 mg/dl. The customer's expected fasting blood glucose test result range is 200 - 215 mg/dl. Customer is using correct testing technique. At the time of the call, the customer reported feeling ill with symptoms of dizziness and headache. Customer stated she would seek medical attention at a later time. During the call on (B)(6) 2019, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/21/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: result 1:368mg/dl date: (B)(6) 2019 time:7:36pm fasting; result 2:452mg/dl date: (B)(6) 2019 time:7:33pm fasting; result 3:418mg/dl date: (B)(6) 2019 time:6:30pm fasting; result 4:515mg/dl date: (B)(6) 2019 time:6:29pm fasting; result 5:401mg/dl date: (B)(6) 2019 time:3:39pm fasting; result 6:352mg/dl date: (B)(6) 2019 time:1:10pm fasting; result 7:501mg/dl date: (B)(6) 2019 time:5:56pm fasting; result 8:584mg/dl date: (B)(6) 2019 time:12:02pm fasting; result 9:hi date: (B)(6) 2019 time:11:52pm fasting. Customer is concerned of hi result. Customer is also concerned that meter is reading high.